Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experiencing dyspnea and presyncope presented in the hospital. Upon interrogation, the right atrial lead exhibited high impedance. Isometric testing and pocket manipulation did not produce any noise. No intervention was performed. No further information was available.